Manufacturer narrative:
The repeat result of the original sample was confirmed to be less than 0.010 ng/ml.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t stat assay (tntstat) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.118 ng/ml accompanied by a data flag. The result was reported outside of the laboratory. The doctor did not believe the result, so a new sample was requested to be collected from the patient and tested. A new sample was collected from the patient and tested, resulting as < 0.001 ng/ml. The customer then repeated the original sample and it resulted as < 0.001 ng/ml. This value was believed to be accurate and was reported outside of the laboratory as a corrected report. A repeat value of <0.01 ng/ml was also provided. A clarification of the correct repeat result has been requested. No treatment was provided or withheld from the patient based on the initial result. The patient was not adversely affected. The tntstat reagent lot number was 27349700, with an expiration date of 31-oct-2018. The field service engineer determined that there was a fluidics failure due to crimped tubing. He replaced pinch tubing and other tubing. He also replaced the system water bottle. He ran successful performance testing. The customer ran calibrations and quality controls; these were within specifications. Precision studies were performed and these results were within specifications.